Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 8 years post op the initial left tka, this 67 y/o female patient was revised due to poly wear. Patient was last known to be in stable condition following the event. Device will not be returning.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of mechanical overload on the medial side of the joint and subsequent increased wear of the tibial insert due to contributions from instability and/or patient conditions. However, this cannot be confirmed as the device was not available for evaluation and limited clinical information was provided. Section h11: *the following sections have corrected information: (d4) catalog number: 02-012-35-3015, serial number: (B)(6) expiration date: 09-dec-2018, unique identifier (UDI) #: (B)(4). (H4) device manufacture date: 10-dec-2010. (H6) component code: 734, bearings.